Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she first heard the alarm on (B)(6) 2015 (same day as the low battery/safe state), and went through weeks of excruciating pain. The patient had seen the health care provider (hcp) a few times, and they stated that she had a problem (patient stated her pump "failed" as it was supposed to last 2 more years). Noting that the hcp stated "he turned it down as low as it would go, so the alarm would not go off." Then he gave her fentanyl patches until they could find a pump and a surgeon. It was reported that the pump was returned for analysis. Follow-up was being preformed for additional information regarding if the pump had been returned.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) female patient receiving intrathecal morphine 10.0mg/ml at 3.004mg/day and fentanyl 500mcg/ml at 150.20mcg/day via an implantable infusion pump. The indication for use of the device was for malignant pain. The concomitant medications and patient history were not reported. It was reported that the patient had been in for a refill ((B)(6) 2015), and the patient said she was going through withdrawal. The health care provider (hcp) stated that the pump was in minimum rate, and he had to reprogram to correct the rate. The patient had an appointment with her hcp on (B)(6) 2015 where they would get further information. Additional information received from the manufacturing representative that the pump began sounding, so the patient contacted the hcp. The hcp then read the pump, and the logs reported that the pump had a low battery reset and pump in safe state that occurred on (B)(6) 2015 at 02:01, and pump in safe state and motor stall recovery on (B)(6) 2015 at 16:50 (same day/time as refill). The hcp put it back to her daily setting, and had the patient back to his office a few days later. The cause of the problem had not been determined. The pump had not had a stall or incidence since this, so the hcp had decided that he would like to continue her therapy as is. If another incidence occurs, the hcp would replace the pump. The patient outcome and cause for the pump issue remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.